Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had their implant for approximately five years, however, towards the end they weren¿t getting the same results and they stated that they could feel it deteriorating. It was noted that the patient was currently doing the evaluation period for the second time. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had fallen and it wasn¿t working on all leads; ¿the leads were moved and the old had to come out.¿ it was stated that they put in a new machine, new leads and it seems to be working again. It was noted that it is a blessing to have this machine; it makes life worth living again. No further patient complications are anticipated or expected as a result of this event.